Manufacturer narrative:
Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was implanted in the bile duct during a bile duct stent placement procedure performed on (B)(6) 2023. The patient experienced cardiac arrest. Reportedly, this is the second time the patient experienced cardiac arrest post stent implantation. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted in the bile duct during a bile duct stent placement procedure performed on (B)(6) 2023. The patient experienced cardiac arrest. Reportedly, this is the second time the patient experienced cardiac arrest post stent implantation. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on september 30, 2024*** it was reported that there was no causal relationship between the cardiac arrest and the stent. Furthermore, there was no problem noted on the device.

Manufacturer narrative:
Blocks b5 and h6 (patient codes and impact codes) have been updated with the additional information received on september 30, 2024. Blocks e1 (initial reporter phone) and h11 were corrected. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest.